Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a separation and leak during an unspecified infusion on the bmt unit. A family member called the nurse to the room to report the leak noted to be dripping on the floor. Upon inspection it was noted the tubing had separated at the junction to the inline filter. The tubing was changed and there was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. During visual inspection it was noted that the inlet vinyl tubing was completely broken and detached from the micron filter. The inlet port of the filter was broken off and still inside the tubing sleeve. Functional testing was not feasible due to the separation. Dimensional testing was not performed since part of the inlet port of the filter was broken off into the tubing. The root cause of the broken filter outlet port was identified to be a supplier issue of excess bonding solvent causing the tubing to become brittle and break when any external force was applied.